Manufacturer narrative:
No product is being returned or eval and no lot number has been provided to manufacturer. A final report will be sent once the result have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "pt came back a few days after operation. Cholangiography showed bile passing through the two clips left on cystic duct. Attempt was unsuccessfully made to get a snapshot of the live radiology. Case is being taken to a peer review meeting in front of all surgeons and some administration. Pt status: pt is in ltac and very sick. Intervention: pt was later taken to ltac to recover."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.